Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the severely tortuous proximal to mid left anterior descending (lad) artery. Another manufacturers' 2.5x15mm balloon catheter was used to pre-dilate the lesion to 16atms twice. Two guide wires were then advanced using buddy wire technique and another manufacturer's 3.0x24mm stent was implanted in the lesion. An unknown manufacturers' ivus was attempted; however, it was unable to cross the lesion. This 3.25x8mm quantum maverick balloon catheter was selected for post-dilation. The catheter crossed the lesion and upon the first inflation, the balloon ruptured at 14atms after being inflated for 5 seconds. Post-dilation was completed with another manufacturers' 3.25x8mm balloon catheter to 20atms. No patient complications were reported and the patient's status is good.